Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported "does not recognize the door being closed" was reproduced. A review of the event history log revealed shut door- power off messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the link screws found unsecured. The link screws requires to be reinstalled to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed to recognize closed door. This occurred upon power-up in the biomed service department. There was no patient involvement. No additional information is available.